Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on insertion of the trocar through the abdominal wall, the two obturators/trocars broke. The small round piece broke off. The rubber seal that was internal to the hard plastic part of the trocar itself. There was a piece missing in the broken one when they looked inside and compared to another trocar. The component fell into the patient cavity and was retrieved using a grasper. There was no patient injury.